Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be performing therapy with a minicap that had an unspecified sponge defect. Peritonitis was manifested by cloudy effluent, abdominal pain, fever and chills. On the same day as onset, the patient visited the emergency room but was not hospitalized for the peritonitis event. Beginning on the same day as diagnosis, the patient was treated with tobramycin (duration ¿ five days, route, dose, and frequency not reported) and ancef (duration ¿ five days, route, dose, and frequency not reported) for peritonitis. Eight days after the initial antibiotics were completed, the patient again visited the emergency room but was not hospitalized for peritonitis. On the same day, the patient began treatment with vancomycin (duration - four days, route, dose, and frequency not reported) and tobramycin (duration ¿ four days, route, dose, and frequency not reported) for peritonitis. The next day, the patient began treatment with ceftazidime (one gram, intraperitoneal, once daily for twenty-one days) and flagyl (500 mg, oral, twice per day for twenty-one days). At the time of this report, the peritonitis event was ongoing and the patient was improving. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.